Manufacturer narrative:
The complaint specimen has been returned for full product investigation. Analysis has revealed that the syringe barrel was cracked in the longitudinal direction. On the proximal side of the syringe barrel there are "v" shaped chevron cracks, which point towards the crack initiation point located at around 60 mm from the distal end of the syringe barrel. The piston was approximately in the same position as the crack initiation point. Cement has leaked out from the crack which implies that when the crack occurred, the cement was still able to flow (albeit it may have been excessively viscous). The locking plate which locks the extrusive nozzle in place, has broken off and the opposite end remains inserted which indicates that the locking plate has not been pushed in correctly. This stabilises and aids the cement extrusion process hence could contribute to syringe fracture if it isn't pushed firmly in place. There is little to no nozzle remaining and the surface of the nozzle tip is very distorted indicating that a clean "cut" hasn't been conducted at the break-off point. It is unknown as to whether the nozzle tip was broken off or cut off, pre or post syringe breakage. The material of the cemvac syringe barrels is an unpigmented polypropylene copolymer (bormed (B)(4)). This is a relatively tough material, with a charpy impact strength, notched (23°c) of 6 kj/m2. Additionally, the material is a relatively gamma-stable medical grade polymer: "products moulded from this grade and radiated with the dose of 25 kgy have a shelf-life of 5 years, if stored below 40°c." Therefore, it is unlikely that the material is a primary cause of the fractures. The properties of bone cement can be affected by a number of external factors. For example: the type of bone cement used. In this complaint the cement was 40 g of endurance bone cement. The mixing time used for the cement. The extrusion time used for the cement. The quantity of bone cement used. The storage temperature of the cement. The temperature of the operating theatre. The use of vacuum mixing systems. Once the powder and liquid components are mixed, the cement viscosity will increase exponentially with time. If the cement is extruded relatively late when it is too viscous, fracture of the mixing system may occur. The sample shows only a small portion of the cement remaining in the syringe barrel with the majority of it being successfully extruded. This suggests that the cement may have been relatively viscous at time of fracture occurrence. In other complaints of this nature, late extrusion at a point where the cement has become excessively viscous, has been attributed to the syringe barrel, or nozzle failure. Attempted extrusion of very viscous cement can induce excessive stress on the system components, potentially causing the malfunction reported here. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The type of this complaint is syringe breakage. On (B)(6), surgery for oa of the hip took place. The cemvac syringe in question broke after the surgeon inserted the cement by the use of it, although the surgeon did not apply pressure on the syringe so much. The surgery was complete without any delay. There was no harm to the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available